Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for malignant pain. It was reported that the patient felt that the ins power was getting low and they had to turn amplitude up to 10 volts in order to feel stimulation. The patient saw a call your doctor icon on the patient programmer and the rep verified on (B)(6) 2017 that the ins was at elective replacement indicator (eri). The rep indicated that the patient used stimulation 24 hours a day so this was likely normal battery depletion. It was noted that the battery voltage was at 2.550 volts. It was also noted that the patient did not have a managing physician. No further complications were anticipated. Additional information: it was reported that a manufacturing representative (rep) had called in today to report that one of the patient's lead doesn't work. The rep wanted to discuss current ins system configuration as was already done in his previous call. It was reviewed that likely one of the 2x4 extensions is empty, and gave rep considerations for programming lead configuration. The rep had no information about the reported event 'lead doesn't work'. The rep stated the patient told him today that one of her leads doesn't work and that hopefully a new ins will resolve that. The ins is being replaced due to normal end of service (eos). The rep also stated the patient doesn't have a managing doctor. No further information was reported. No reported symptoms.

Manufacturer narrative:
Other applicable components are: product ID: 3888-56, (B)(4), implanted: (B)(6) 2008, product type: lead, product ID: 377760, (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that a manufacturing representative (rep) had called in today to report that one of the patient's lead doesn't work. The rep wanted to discuss current ins system configuration as was already done in his previous call. It was reviewed that likely one of the 2x4 extensions is empty, and gave rep considerations for programming lead configuration. The rep had no information about the reported event 'lead doesn't work'. The rep stated the patient told him today that one of her leads doesn't work and that hopefully a new ins will resolve that. The ins is being replaced due to normal end of service (eos). The rep also stated the patient doesn't have a managing doctor. No further information was reported. No reported symptoms. On 2017-sep-19 (rep): additional information: it was reported that both leads do work. The new battery was connected and impedance check confirmed that all 12 lead points are in range. No further information was reported.